Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump experienced a pump error multiple times during normal use. Blood glucose level at the time of the incident was 7.9 mmol/l. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed displacement test and self-test. Formatted history file confirmed pump error due to software error (tt2252). Unit was received with minor scratched display window, case and keypad overlay.